Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement procedure, the central line allegedly broken. There was no reported patient injury.

Event description:
It was reported that some time post catheter placement procedure, the central line allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is confirmed for the reported fracture issue, as upon infusion, a leak was observed from the distal end of the clamping sleeve were noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.